Event description:
Patient developed syncope and long periods of ventricular standstill with nonconductive t-wave and intermittent capture and unexplained malfunction of pacemaker probably a lead fracture problem. Medtronic evaluated and recommended replacement of pacemaker wire or system. Patient operated and system explanted and replaced. Pacemaker with lead returned to manufacturer for evaluation.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.